Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when the physician released the stent, it could not be opened. After removal, found that the tip of the stent was deformed. The proximal end did not open. The patient underwent embolization treatment for a small unruptured saccular posterior communicating artery aneurysm, measuring 3.3mmx3.3mm, landing zone distal 4.0mm proximal 4.5mm there were not any patient symptoms or complications associated with this event. No patient injury was reported. Dapt (dual antiplatelet treatment) was administered. Post procedure result shows the blood vessels were normal.

Manufacturer narrative:
Device available for evaluation - date MFR rec ¿ type of follow up - device evaluation h3: device evaluated by manufacturer- codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex braid su bassembly was returned within a syringe. The distal end of the pipeline flex braid was returned fully deployed with both proximal and distal ends of the braid fully opened and slightly frayed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device analysis, we were unable to determined the cause of the braid failure to open during the procedure. Both ends of the braid were found slightly frayed, which may contribute towards the failure to open or could be caused due to handling during the return process, although this could not be determined. Customer reported less than 50% of the device had been deployed when it failed to open, however, the device must be 100% deployed for the proximal end of the braid to open. Per instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. If information is provided in the future, a supplemental report will be issued.